Manufacturer narrative:
A supplemental report will be submitted with available analysis results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a260, lot# va1jycz012, product type: lead; product ID: 977a260, lot# va1jycz013, product type: lead; product ID: 97791, lot# unknown, product type: accessory; product ID: 97791, lot# unknown, product type: accessory. Analysis of the implantable neurostimulator (ins) (B)(4) found no anomalies. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having their device explanted in order to have another manufacturer¿s system implanted. They stated that the stimulator had always shocked them and it had never been as good as their trial years ago with the other manufacturer¿s device. Factors that may have led or contributed to the issue was the patient had on lead in a high mobility area of thoracic t4 area for intercostal pain and another lead in t9 area for leg pain. It was reported that the patient had tried both hd (high density) and ld (low density) programming, impedances were all within normal limits. The patient spoke with patient services, but stated there was no explanation of the shocking. Their device will be explanted and the product will be returned. No surgical intervention has occurred, but surgical intervention is planned and scheduled for (B)(6) 2018. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.